Manufacturer narrative:
Arjo was notified of an event involving arjo maxi twin passive floor lift and passive clip sling (model number maa2000- l). Customer reported that a patient slipped out of the sling. Following information collected, during transfer from a bed to a wheelchair, the patient made an abrupt movement with the body and fell towards the right side. It was clarified that a clip detached from a spreader bar attachment point (lug). The sling was used with no plastic support stays/stiffeners inside the head section of the sling. The patient sustained collarbone fracture. Arjo service technician visited the customer facility after the event to perform a device inspection. No malfunction was found within maxi twin lift. The sling visual inspection showed that sling had missing stiffeners and signs of wear. It was confirmed that the sling clips could be attached to the maxi twin device attachments points without any issue. Based on product knowledge and previously made simulations we can state that a sling clip can detach when it is in an unstable position or not under tension. Following all details reported, it seems likely that due to patient¿s sudden movement, the clip might have been accidentally pushed by the patient. The missing stiffeners in sling head section could additionally influence the patient¿s stability in the sling leading to the fall. A reported sequence of events could not be re-created by the facility staff so this hypothesis cannot be confirmed with a certainty. The passive sling clip instruction for use warns the users to check the sling prior to use and make sure that the sling clips are attached securely before and during the lifting process. According to the procedures provided in the instruction for use (04.sc.00): to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process. Check that the stiffeners are completely inside the stiffener pockets, if any. Resident with spasm can be lifted, but great care should be taken to support the resident¿s legs. At any time, if the resident becomes agitated, stop transferring/transporting and safely lower the patient. To sum up, arjo floor lift and clip sling were used as a system for a patient transfer when the resident fell out of a device. The clip detached, the head stiffeners were missing and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use and serious injury occurrence.

Event description:
Arjo was notified of an event involving arjo maxi twin passive floor lift and passive clip sling (model number maa2000- l). Customer reported that a patient slipped out of the sling. Following information collected, during transfer from a bed to a wheelchair, the patient made an abrupt movement with the body and fell towards the right side. It was clarified that a clip detached from a spreader bar attachment point (lug). The sling was used with no plastic support stays/stiffeners inside the head section of the sling. The patient sustained collarbone fracture. Arjo service technician visited the customer facility after the event to perform a device inspection. No malfunction was found within maxi twin lift. The sling visual inspection showed that sling had missing stiffeners and signs of wear. It was confirmed that the sling clips could be attached to the maxi twin device attachments points without any issue.